Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to air in the extracorporeal blood circuit. The cycler alarmed appropriately. The user's guide includes instructions for removing air from the blood circuit. There is no report of any effort by the operator to remove air and resolve the alarms as instructed in the user's guide. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment, which was not resolved. The operator elected not to rinseback the patient's blood due to the presence of air in the extracorporeal blood circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.